Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was identified during planned, non-emergency treatment. The procedure was completed using the wireless footswitch. It was reported to philips that the system was unable to perform fluoroscopy. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that a single-shot pedal command was continuously active, which inhibited fluoroscopy commands. Further troubleshooting revealed that physical contact between the pedestal frame and the wired footswitch¿s single-shot pedal caused unintended activation, which prevented fluoroscopy from working with any footswitch. To resolve the issue, wired footswitch was repositioned and the pedal was released which cleared the active command. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete the procedure as there was no issue with the wireless footswitch, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.